Event description:
A customer received an unspecified sensor error message with the abbott diabetes care (adc) device while using the librelink application in use with pnone model sm-a325m galaxy a 32, operating system version 13 and app version 2.11.2.11107 and was unable to obtain glucose readings. As a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness, and reported being unable to self-treat. However, there was no report of the customer receiving third-party intervention or treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer reported upon scanning the scanner, the application showed an error message. Sensor was inserted in the simvivo test fixture. The app was downloaded and initial app setup was completed. Sensor was scanned by the app and glucose results were observed. Sensor had remained on the keithley for few days. Scanning functioned as intended. Replace sensor message was not observed. Attempted to replicate customer complaint using similar configuration that closely aligns with the customer's reported sensor setup, given the unavailability of the exact sensor configuration however, the reported issue could not be replicated and the system functioned as intended under the tested conditions. Based on the customer¿s reported application, potential causes and device history were also examined, but no issues were identified during replication that could have led to the reported issue. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received an unspecified sensor error message with the abbott diabetes care (adc) device while using the librelink application and was unable to obtain glucose readings. As a result, the customer experienced symptoms of hypoglycemia, a loss of consciousness, and reported being unable to self-treat. However, there was no report of the customer receiving third-party intervention or treatment. There was no report of death or permanent injury associated with this event.